Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during a lead revision to address a high impedance issue on (B)(6) 2019 (reference reg report: 1627487-2019-11729), the physician experienced difficulty implanting a new drg lead on the patient due to patient unable to stay still. The procedure was abandoned. The patient may be referred to another surgeon to perform the procedure under general anesthesia.